Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the corrosion around the objective lens could not be determined, however, the issue was likely the result of component failure due to degradation. Additionally, a definitive root cause of the detached bending section could not be determined, however, the issue was likely the result of component failure due to repetitive use stress and or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a needing the bending rubber replaced. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, corrosion was found around the objective lens, likely due to degradation. Additionally, the device bending section was found to be detached, likely due to stress. There was no patient involvement, and no harm was reported as a result of the event.